Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed noise at regular intervals of 150 milliseconds. Boston scientific technical services discussed potential causes and trouble-shooting measures with the local field representative. It was subsequently reported that the lead was explanted; the device remains in service. There were no additional adverse patient effects reported.